Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intraprocedural fluoroscopic images were provided for review of the event description above. Patient¿s executive summary was provided for anatomical review. Computed tomography (CT) contains motion artifact. Patient annulus perimeter measured 84.6mm with a perimeter derived diameter of 27mm suggesting a 34mm evolut. Aortic valve appears to be a sievers 0 bicuspid aortic valve with only two cusps seen. Severe protruding calcium seen in the aortic annulus. Ascending aorta appears to be dilated. Perimeter of bicuspid¿s effective orifice area measures 75.3 mm suggesting a 29 mm evolut. However, years of clinical experience have standardized annular measurement, supra-annular measurement is widely varied and inconsistent. Based on available evidence, annular sizing per the instructions for use (IFU) is recommended for bicuspid patients. Thus, based on the annulus perimeter, this patient would have met sizing criteria for a 34mm evolut; however, a 29mm evolut was implanted. Prior to the valve implant, a pre balloon aortic valvuloplasty was performed. Evidence shows that at least 2 recaptures were performed and ultimately the valve was deployed and appeared stable but significantly under expanded. It was reported that the valve dislodged aortic during a post implant dilatation; however, the post dilatation was not recorded for review. The dislodged valve was snared, and a second valve was implanted. The second valve also appeared to be significantly under expanded and aortic regurgitation could be seen on angiogram. There is no evidence that a post implant dilatation was performed after the second valve implantation. The dislodged valve was not stable in the ascending aorta and was seen spinning. Attempts were made to snare the valve to a more stable position but once the snares were released the valve descended and continued to spin in the ascending aorta. It was reported the patient was converted to surgery to explant the dislodged valve, suffered a stroke, and subsequently died. Cause of death is undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the day of implant of this transcatheter bioprosthetic valve (j100516), the valve dislodged. Further information was not reported. No additional adverse patient effects were reported. Additional information was received indicating that a pre-implant balloon aortic valvuloplasty (bav) was performed. Following the valve implant, mild paravalvular leak (pvl) was observed and the valve was not completely expanded. A post-implant bav was performed. During the post-implant bav, the valve dislodged. The valve was snared, and a second valve (j115499) was implanted. However, it was not possible to stabilize the dislodged valve due to the large anatomy of the ascending aorta. The first valve was subsequently explanted. Additional information was received which reported that prior to the valve implant procedure, a pre dilation was performed. The post bav was performed due to an expansion issue with the valve. The second transcatheter aortic valve remains implanted. Additional information was received that following the valve procedure and surgery, the patient had a stroke. No treatment was reported. Additional information was received that following the valve procedure, the patient did not wake up after the surgical intervention/explant (extracorporeal circulation and aortic clamp). Following the valve procedure, the ischemic stroke was confirmed by computed tomography (CT) scan. Patient symptom reported was glasgow coma scale 4 (eye-opening response). Per the physician, it was likely that the continuous movement of the first valve may have caused an embolization along with the surgical intervention contributing to the stroke. Per the physician, the cause of the stroke was calcium embolization. No treatment for the stroke was performed due to onset time as the coma became evident one day after the valve implant. Subsequently, nine days after the valve implant procedure the patient died. The cause of death was not reported. Additional information was received that the prior to the patient death, the patient underwent surgical valve replacement. Per the physician, the cause of death was neurological. Of note, the patient had a heavily calcified bicuspid aortic valve and no additional risk factors that contributed to the death.